Event description:
It was reported that the patient presented to emergency room. Upon examination, it was observed that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.